Manufacturer narrative:
Report source: (B)(6). Device evaluation in progress.

Event description:
Information was received indicating that this cadd legacy pump was alarming for "upstream occlusion". No adverse effects reported.

Manufacturer narrative:
One cadd legacy pump was returned for analysis. According to the investigation, the customer stated problem can be confirmed. The investigation confirmed that several "upstream occlusion" alarms was found in the pump event history log. During pretest (investigation) the pump worked properly. An upstream occlusion was induced by the technician, which caused an upstream occlusion alarm as expected. The pump passed all testing after service. The remote dose was defective and had to be changed.